Event description:
Lipid filter leak on bed. Lipid was running at 1.83ml/hr. Approximately leaked 10ml. Lot # 4229720. Manufacturer response for set ext 1.2 non-dehp micron filter - lipid filter, set ext 1.2 non-dehp micron filter - lipid filter (per site reporter) distributer was notified and informed manufacturer.